Event description:
Dr put the mesh in the abdomen and the mesh ripped. She had to remove it and put another piece in. No patient harm.======================manufacturer response for proceed ventral patch, ethicon (per site reporter).======================ethicon would like the item back.what was the original intended procedure?ventral hernia repair.device #1is this a laboratory device or laboratory test?no.